Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue and purple pixels were witnessed throughout ablation at all three settings. There were no patient complications reported in relation to this event.